Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The magnet was replaced under a local anesthetic.